Event description:
It was reported to covidien on 03/29/2010 that a customer had an issue with a sharps container. The customer reported that a contaminated needle was sticking out of the lid and a nurse's assistant was stuck on the left hand as she went to dispose of a syringe.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.